Event description:
Report received indicating that a 1cm portion of the tool's tip broke while drilling a hole on the patient's flap on the mayo stand. The staff retrieved the broken piece. There was no patient impact.

Manufacturer narrative:
Comments: device not returned for evaluation. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."